Manufacturer narrative:
At this time, msi is waiting for the device to be sent back so an investigation can be conducted. Once the results of that investigaton are available, a final report will be submitted.

Event description:
While in patient body, the small rubber end of the tip came off into the patient. This was not identified until later in the case when it was found incidentally. After the retrieval of the piece from the patient, no further interaction with the patient occurred.